Event description:
A pt's family member alleged that pt's one touch ultra meter was reading inaccurately high. Pt was given insulin based on the meter and then pt had seizures. Medical affairs specialist spoke with the pt's family member six days after the event and family member provided additional info. Family member stated that on the event date at 9:00pm, pt's blood glucose was 569 mg/dl. Pt did not have any symptoms at this time. Pt is on an insulin pump. Based on that reading, family member gave pt 3 units bolus. Fifteen minutes later, pt felt low. Family member checked pt's blood glucose again with a result of 130 mg/dl. No insulin given at this time. "A little bit later, pt felt really bad like pt was walking into walls". Family member checked pt's blood glucose again 20 minutes later and the result was 432 mg/dl. Pt was still feeling low, so family member gave pt "3-4 glasses of milk and some icecream". At 11pm, pt's blood glucose was checked again with a result of 421 m/dl. Pt was given a bolus of 1.5 units based on that reading. Pt then went to bed. Around 1:30 am (the next day), second family member checked pt's blood glucose with a result of 476 mg/dl. Then gave pt 1.5 units of bolus insulin. Around 2:00am, the pt started having seizures. During the seizure, pt's blood glucose results were 466 mg/dl. Family member called the paramedics. While on the phone with the paramedics, pt's blood glucose test was 72 mg/dl. Family member gave pt a shot of glucagon because by now, family member realized that the meter was not reading right and that pt was actually very low. When the emergency medical tech arrived, their meter read 22 mg/dl within 10 minutes. They gave pt another shot (unk) and oxygen and drove 25 minutes to the ER. Just before arriving at the ER, pt's blood glucose on emergency medical tech's meter was 186 mg/dl. Pt was not treated at the ER--"just given oxygen and was monitored for their blood sugar". The readings at the ER are unk. Pt was kept there for about 4 hours and then released. They did not use pt's meter again. Family member thought that lfs was closed on sunday and so they tested pt on second family member's meter (unk brand) all day. Family member called lfs the next day (monday) morning and a new replacement meter was sent to them.